Manufacturer narrative:
Additional info: b.5 . No product will be returned per customer. The customer complaint of tubing disconnection filter leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the burette tubing set disconnected from a spiros adapter (that was attached to a filter) with blood back-up during a 24 hour chemotherapy infusion. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. Although requested, patient demographics were not provided. Date of event: noted as 01/13/2020 as customer stated that events have occurred for the past 2 weeks. This date is reported as an estimated date.

Event description:
It was reported that filter leaking. Although requested, no additional event and/or patient information was provided.